Event description:
This male pt with a history of peripheral vascular disease, hyperlipidemia, hypertension, and smoking habit was admitted to the hospital with acute coronary syndrome (acs). Angiography revealed a de novo, angulated (>90%), long (20-30mm) lesion in the mid rca. Two cypher select stents, a 3.0 x 33mm and 3.0 x 8mm, were positioned in overlapping fashion within the lesion and were deployed to 16 atms. The pt was discharged with orders for ticlid, aspirin, beta-blockers, and statins as permanent treatment. Approx one year later, the pt returned for routine angiographic follow up, per protocol. He denied cardiac symptoms and was compliant with all antiplatelet therapy. Repeat angiography revealed a 70-90% in-stent restenosis of the two cypher select stents within the mid-rca. Re-intervention was conducted with a 3.0 x 28mm cypher select stent. The pt was discharged the following day on plavix, kardegic, lexomil, seropram, inegy, sectral, tinset.

Manufacturer narrative:
Cypher select is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR. Report #'s: 9616099-2007-01749 and 01750. Add'l info will be submitted within 30 days of receipt.